Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided. It was reported that the patient underwent removal of mesh on (B)(6) 2010 due to extrusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures vaginal hysterectomy and cystoscopy due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems and recurrence. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to mesh erosion. (Per plaintiff profile form)

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, frequency, urgency, mixed incontinence, stress leakage, nocturia, discharge, bleeding, and urinary tract infections.